Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Brand name and expiration date are unknown. No product information has been provided to date.

Event description:
It was reported that the device is showing no disposable clamp tubing alarm. No patient injury was reported.